Event description:
Sterilization cycle completed and the door would not open so the instrumentation was trapped inside. Side panel removed and the motor was found to be over heating. Door manually removed.manufacturer response for sterrad 100 nx, sterrad 100 nx (per site reporter).======================company came and serviced the equipment.